Manufacturer narrative:
The subject device in this report has not yet been returned to olympus med sys corp (omsc) for eval. The exact cause of the reported event could not be conclusively determined at this time. If add'l info becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The device was used during a liver transplant. It was reported that a short circuit error immediately occured when the device connected with the generator. The user tried probe check and there was no irregular. But the device did not work. There was no pt injury reported. Olympus has followed up with user facility to obtain add'l info regarding the reported event, but with no result.